Manufacturer narrative:
The sample device has been requested but not received in time for this report. Additional info was requested, but was not received at the time of this report. The results of the investigation are not available at the time of this report.

Event description:
The event was received on 07/13/2009. The event was reported as: the product was used in-line with a mechanical ventilator. When the filter was placed in the circuit, pt breathing became distressed. The pt was bagged long enough to remove the filter and another filter was applied. Pt again experienced distressed breathing. This second filter was removed and another product was attached, and pt's breathing returned to normal. This is the second of two reports. No further info available at this time.